Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual evaluation of the returned product found (1) pouch exhibited peeling. Remaining seal width was measured and is less than the minimum specification which is not acceptable. This complaint has been confirmed by evaluation of the returned product. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The condition of the device when it left zimmer biomet is considered non-conforming to specification. The root cause of the reported event can be attributed to packaging operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during incoming inspection that the sealing area was found to be narrow. No known impact or consequence to the patient.

Manufacturer narrative:
(B)(4). D10: 00504901100 disposable mixing bowl and spatula 66276543. G2: foreign: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2023-03357. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.